Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Patient reported that the device is not working for the patient and he is unhappy. Patient is talking to surgeon to possibly have it removed and maybe cancel the MRI. It was unknown if the MRI was related to the devices/therapy. Caller has no other information.